Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The returned sensor was further investigated and de-cased. Poor solder was observed on battery. Further extended investigation was conducted. Performed an internal visual inspection on pcba (printed circuit board assembly) of de-cased sensor puck; poor solder to battery was observed. The sensor data in the initial scan was reviewed and observed that sensor was in state 8 (error termination). State 8 with event log 130 with reason/ext error code 129 at time of termination. Sensor state 7 with event log 130 with reason/ext error code 129 indicate that the returned pucks terminated due to brownout events. Therefore, this issue is confirmed due to poor soldering on battery leg, the poor soldering can lead to an intermittent power connection causing temporary power loss. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced symptoms described as sweating, a loss of consciousness, and was unresponsive. The customer was unable to self-treat and the emergency services were contacted. Upon their arrival, the customer received treatment of apple juice for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced symptoms described as sweating, a loss of consciousness, and was unresponsive. The customer was unable to self-treat and the emergency services were contacted. Upon their arrival, the customer received treatment of apple juice for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.